Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that the instruments expressew fail to work property and when we inspected the item involve we recognize that is broken on the tip during rotator cuff repair. There was no patient consequence. The instrument was taken out of the surgery immediately.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: the complaint device was received and evaluated. Visual inspection under magnification revealed no anomalies on the gun. All the parts seem intact and in good working condition. An auto capture plate was installed on the end of the gun. The device was mated with an expressew iii needle and tested. The needle was deployed successfully. This procedure was repeated several times successfully to confirm the suture passer performed as intended. We cannot confirm the reported failure of this device at this point. The probable root cause for the reported failure would be during the procedure too much tissue was grabbed between the suture passer putting extra load on the needle to pass through it. This complaint cannot be confirmed. A review of the device history record indicated that the batch of products was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. E1: the reporter¿s information including the address was incorrect in the initial report. All the reporter¿s information has been updated accordingly. UDI: (B)(4). The expiration date is not currently available.

Event description:
It was reported by the sale representative that during a rotator cuff repair procedure, it was discovered that the expressew failed to work properly. When the device was inspected, it was determined that the device was broken at the tip. The instrument was taken out of surgery immediately. There was no patient consequence. Additional event information: 9/26/2018 : during subsequent follow-up with the customer additional information was obtained. The reporter clarified that there was about two to five minutes delay in the surgical procedure. Another expresssew and suture management instrument were used to complete the surgery.